Event description:
The caller reported the customer stated they had been experiencing skin breakdown issues. They believe that the flange is too hard and that it could be a contributing factor to the skin breakdown. In (B)(6) 2010 (date unk) a pt had skin grafts due to the skin breakdown. The customer reported they used disposable and reusable tubes, but did not have any product code, model, size or lot number information. The caller reported that they do tracheostomy care every shift, and nothing had changed with tracheostomy care. Now they are placing meplilex under the trachs to minimize breakdown, and their routine care includes hydrogen peroxide and water. It was also reported that the ventilator tubing pulls and puts pressure on the site and they are also looking at if it could possibly be the stay sutures were sutured too tight.

Manufacturer narrative:
The lot number is unk and therefore the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation. The model is unk and therefore 510(k) cannot be determined. The reported failure cannot be confirmed without the device for evaluation.